Manufacturer narrative:
An investigation has been initiated based on the reported information. Upon completion of the investigation, a follow-up report will be submitted.

Event description:
A facility reported: "valve (ID 828804pl) was set to 8, shunt study showing fluid still flowing through valve into distal catheter and into atria where distal catheter placed." Valve was placed via ventriculoperitoneal shunt. No additional information was provided after several attempts.

Manufacturer narrative:
Updated fields: d4, d9, g3, g6, h2, h3, h6, h11. The certas valve (ID 828804pl) was returned for evaluation. Failure analysis - the position of the cam when valve was received was at setting 7. The valve was visually inspected; no defect was noted. The valve was hydrated. The valve passed the test for programming, occlusion, leaks, reflux, siphonguard and pressure. The valve functions. Root cause analysis - the possible root cause for the issue reported by the customer, could be due to biological debris and protein build up interfering with the valve, at the time of investigation no function issues were noted.

Event description:
N/a.